Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 40 (motor safety circuit failed test), keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1714k. Troubleshooting was performed and confirmed customer received other critical pump error. No harm requiring medical intervention was reported. Product return status for mmt-1714k is unknown.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thus software. Proceeded with the following testing to assure proper functionality of the unit. Unable to confirm keypad anomaly or navigate through keypad menus due to constant open book image. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might have triggered the reason complain. During download history review pump error 40 alarm was recorded on 06/14/2024 at 10:01:00.000 hour file=121 line=454. Per software engineering log, pump error 40 was generated since the motor safety test failed. Software error. No button error alarms recorded in download history files. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage on electronic assembly noted. Unit also received with scratched case and pillowing keypad overlay. In conclusion customer concern of critical pump error alarm triggered by pump error 40 was confirmed. After deconstructive analysis, it was determined that pump error 40 was generated since the motor safety test failed. Software error. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.